Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user inquired about performing a factory reset of the ilet device following a recent low blood glucose episode. The user expressed concern about experiencing frequent lows and reported the highest blood glucose level of 310 mg/dl that day, as seen in the ilet portal. The user remained on ilet therapy and treated low readings with sugar water. The device issued alerts for high/low bg. No symptoms, outside assistance, or medical intervention were reported. The user was advised to consult their healthcare provider prior to proceeding with a reset and planned to call back once cleared.